Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead exhibited noise. It was also reported the patient will be scheduled for follow up. The pace/sense portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.